Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and procedural complication ("screwed me with my hysterectomy"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation and procedural complication outcome was unknown. The reporter considered device dislocation and procedural complication to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coil already migrated. "Concerning the injuries reported in this case, the following one/ones were described in social media : device dislocation and procedural complication". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and procedural complication ("screwed me with my hysterectomy"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation and procedural complication outcome was unknown. The reporter considered device dislocation and procedural complication to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coil already migrated. "Concerning the injuries reported in this case, the following one/ones were described in social media : device dislocation and procedural complication". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.